Event description:
A physician reported who was skin tested on 16 june 1998 with negative results and treated in the vermillion border on 13 july 1998. On 14 july 1998, the pt contacted the physician to report that the treatment sites were sore and the collagen had formed beads or lumps; the physician prescribed topical xylocaine gel. On 15 july 1998, the pt was seen with obvious clumping of collagen, and the treatment sites painful with a heat sensation. On 17 july 1998, the physician prescribed oral antihistamines, and on 29 july 1998 cortisone cream. On 22 july 1998, the pt reported that the treatment sites remained sore and the collagen was still present in cortisone topically. The physician believed the local symptoms were probably not product related.